Event description:
As reported, during the initial inflation of a 7mm x 8cm 155cm saberx percutaneous transluminal angioplasty (pta) balloon catheter, the balloon lost pressure. There was also a drop in pressure shown on the meter of the inflation device being used with the saberx. As a result, the 7mm x 8cm 155cm saberx pta was replaced with another 7mm x 8cm 155cm saberx pta to complete the procedure with the same inflation device that was initially used. There was no reported injury to the patient. This was during a vascular access interventional therapy (vaivt) procedure to treat a lesion just above an anastomotic site. The target lesion had a 90% stenosis but was not a chronic total occlusion (cto). There was no calcification at the target lesion; however, there was moderate vessel tortuosity. An arterial approach was made for this procedure, and a non-cordis .014 guidewire was used without issue. The saberx device was stored and prepped per the instructions for use (IFU) and maintained negative pressure during preparation. There was no difficulty removing the device from the hoop, removing the protective balloon cover, the stylet, or any of the sterile packaging components and the device was not kinked or damaged in any way prior to being inserted into the patient. There was no resistance or friction experienced during insertion of the device. The device was able to track toward the lesion and cross the lesion without difficulty. The device was put into an acute bend when it crossed the anastomosis; however, the device did not kink during its use. The device was able to be removed easily from the patient and remained in one piece during its removal. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82221009 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, during the initial inflation of a 7mm x 8cm 155cm saberx percutaneous transluminal angioplasty (pta) balloon catheter, the balloon lost pressure. There was also a drop in pressure shown on the meter of the inflation device being used with the saberx. As a result, the 7mm x 8cm 155cm saberx pta was replaced with another 7mm x 8cm 155cm saberx pta to complete the procedure with the same inflation device that was initially used. There was no reported injury to the patient. This was during a vascular access interventional therapy (vaivt) procedure to treat a lesion just above an anastomotic site. The target lesion had a 90% stenosis but was not a chronic total occlusion (cto). There was no calcification at the target lesion; however, there was moderate vessel tortuosity. An arterial approach was made for this procedure, and a non-cordis .014 guidewire was used without issue. The saberx device was stored and prepped per the instructions for use (IFU) and maintained negative pressure during preparation. There was no difficulty removing the device from the hoop, removing the protective balloon cover, the stylet, or any of the sterile packaging components and the device was not kinked or damaged in any way prior to being inserted into the patient. There was no resistance or friction experienced during insertion of the device. The device was able to track toward the lesion and cross the lesion without difficulty. The device was put into an acute bend when it crossed the anastomosis; however, the device did not kink during its use. The device was able to be removed easily from the patient and remained in one piece during its removal. The device was returned for analysis. A non-sterile saber rx 7mm x 8cm 155 percutaneous transluminal angioplasty (pta) balloon catheter was received for analysis inside a clear plastic bag. Per visual analysis, the balloon profile was inspected, and it appears to have been previously inflated. No anomalies in the balloon of the unit were noted at a naked eye. Per functional analysis, inflation/deflation testing was performed on the unit. A lab sample inflator/deflator device partially filled with water was attached to the inflation lumen of the unit and positive pressure was applied. A leakage was observed in the body shaft area near to the guidewire port of the unit. Per microscopic analysis, sem analysis showed that the leakage was caused by a ruptured condition on the body/shaft of the saber rx 7mm x 8cm 155. The device presented evidence of several scratch marks near the ruptured area on the body/shaft. This type of damage is commonly caused during the interaction of the material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch marks could have led to the damaged condition found on the received device. It seems the material near the damage was ruptured with a sharp object from the outside of the device. No other anomalies were observed during the sem analysis. A product history record (phr) review of lot 82221009 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ was not confirmed as no anomalies were noted on the balloon itself; however, subsequent findings of ¿body/shaft burst¿ was confirmed upon analysis. The exact cause could not be determined. Device analysis revealed the body/shaft was torn and a leakage was noted from the torn area upon functional analysis. The outer surface of the shaft presented evidence of scratch marks near the torn area. Based on the information provided it appears the rupture was caused by the interaction of the shaft material with a sharp object. It is likely vessel characteristics of stenosis and moderate tortuosity may have contributed to the reported event as evidenced by device analysis. According to the instructions for use, which are not intended to mitigate risk, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, during the initial inflation of a 7mm x 8cm 155cm saberx percutaneous transluminal angioplasty (pta) balloon catheter, the balloon lost pressure. There was also a drop in pressure shown on the meter of the inflation device being used with the saberx. As a result, the 7mm x 8cm 155cm saberx pta was replaced with another 7mm x 8cm 155cm saberx pta to complete the procedure with the same inflation device that was initially used. There was no reported injury to the patient. This was during a vascular access interventional therapy (vaivt) procedure to treat a lesion just above an anastomotic site. The target lesion had a 90% stenosis but was not a chronic total occlusion (cto). There was no calcification at the target lesion; however, there was moderate vessel tortuosity. An arterial approach was made for this procedure, and a non-cordis .014 guidewire was used without issue. The saberx device was stored and prepped per the instructions for use (IFU) and maintained negative pressure during preparation. There was no difficulty removing the device from the hoop, removing the protective balloon cover, the stylet, or any of the sterile packaging components and the device was not kinked or damaged in any way prior to being inserted into the patient. There was no resistance or friction experienced during insertion of the device. The device was able to track toward the lesion and cross the lesion without difficulty. The device was put into an acute bend when it crossed the anastomosis; however, the device did not kink during its use. The device was able to be removed easily from the patient and remained in one piece during its removal. The device will be returned for evaluation.addendum: product evaluation completion on 11-aug-2022 revealed a ruptured condition to the body/shaft of the saber pta balloon catheter.